Event description:
A call to technical services on (B)(6) 11, states that this lv lead was previously turned off due to diaphraqmatic stimulation. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).